Event description:
Additional information received from a healthcare provider via a manufacture representative reported it was unknown when the patient first experienced the issue that led to the catheter replacement. It was noted the catheter was occluded, unable to be aspirated, and fluid was not able to be pushed through it. A catheter dye study was performed by the hcp on an unknown date. The patient was referred to neurosurgeon for catheter revision/replacement. The catheter was replaced on 2020-jun-15. The cause was unknown. The catheter appeared to be occluded by a buildup of some sort. The catheter had been returned for analysis in hopes to confirm that the cause/substance was. The medication had not been changed; however the catheter had been replaced. The patient's weight was 172 lbs.

Manufacturer narrative:
Continuation of d11: product ID 8703 lot# j92100904 serial# implanted: (B)(6) explanted: (B)(6) product type catheter product ID 8596sc lot# serial# (B)(6) implanted: explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# serial# (B)(6) product type catheter product ID 8703 lot# j92100904 implanted: 1992-07-22 explanted: 2020-06-15 product type catheter product ID 8596sc lot# serial# (B)(6) product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j92100904, serial# : implanted: (B)(6) 1992, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703, serial/lot #: (B)(4), ubd: 14-jun-1994, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient's catheter was replaced. No further information was provided.